Event description:
It was reported that a patient experienced an unspecified infection in the peritoneum coincident with peritoneal dialysis (pd) therapy. The source of the infection was unknown. The infection in the peritoneum was manifested by cloudy pd effluent and extreme pain (the location of the pain was unspecified and further described as ¿lots of pain¿). One day after onset, the patient was hospitalized in the morning for an infection in the peritoneum. Treatment was not reported. A diagnosis of peritonitis was not specifically reported. It was reported that the patient¿s pd catheter will be removed and the patient will be placed on hemodialysis (dates unspecified). It was not reported if the patient recovered from the infection in the peritoneum and the outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.